Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Helix, fully extended, measured .078 inches within specifications. Mechanical inspection revealed the helix consistently extended within 5 turns and retracted within six turns. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, during the implant procedure, the lead had high impedance (2000 ohms). Consequently, this device was removed and replaced. No patient complications have been reported as a result of this event.